Event description:
It was reported that the implanted pacemaker recently alerted due to low intrinsic right ventricular (rv) amplitude. The rv threshold was also known to be high. The impedance measurements were stable. The device output was adjusted, and the physician was considering a lead revision. The rv lead remains in service. Additional information received indicated that the rv threshold increased to 3.3 v and was impacting the battery longevity of the pacemaker due to the high output required. The rv lead was capped and replaced without complication. No additional adverse patient effects were reported.